Event description:
The customer complained that the lamp linked to the alarm does not come on. No patient harm was reported.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.